Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Event description:
Consumer complaint of about high blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 125-200 mg/dl fasting. Verified the strips expired 10/24/2017. Customer confirms the strips are not stored properly. Reviewed meter memory: 589 mg/dl; (B)(6) 2015; 11:52:00 am, fasting:no; 71 mg/dl, (B)(6) 2015, 11:10:00 am, fasting:yes; 95 mg/dl, (B)(6) 2015, 03:17:00 am, fasting:yes; 162 mg/dl, (B)(6) 2015, 12:07:00 am, fasting: yes; 162 mg/dl, (B)(6) 2015, 09:36:00 pm, fasting: yes. No adverse event reported.